Event description:
It was reported that shortly after a pacemaker system implant procedure on (B)(6) 2022 , it was observed that the patient's right atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2022 . The patient was stable throughout.

Event description:
New information notes that the patient's right atrial lead was explanted on an unspecified date. No further information was available.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, only the connector end of the lead was received for analysis. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional testing was unable to be performed due to condition of lead as received.